Event description:
It was reported that during a cholecystectomy procedure, an air leak occurred early in the case. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged universal seal assembly, leak test failure, fractured clear lense. Evaluation summary: the analysis results of the b12srt found that it was received with the lower ring of the universal seal assembly broken-cracked; leading the leak test failure. Additionally, the lens of the obturator was found to be cracked. A corrective action has been initiated to address the root cause of the leak test failure and the fractured clear lens. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.